Event description:
While a resident was being transferred from bed to chair by two staffs, one clip of the sling released and the resident fell over, hitting her head on the leg of the lift or the floor. The resident sustained a lump on his head and a small laceration in forehead. She was taken to the hospital for observation and returned to the facility.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.